Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not boot up; power supply found out of electrical specification. Analysis also found the hard drive was out of electrical specification. The printer switch was missing, the printer roller gear teeth were damaged, and the power cord was broken. (B)(4)

Event description:
The programmer was returned for repair. Follow-up attempts were unsuccessful in determining a specific repair request. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.